Event description:
On (B)(6) 2014, the lay-user/patient¿s mother (the reporter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultralink meter read inaccurately low compared to another meter (ER meter) and compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2104. During the follow-up call, the reporter stated that on (B)(6) 2014 at an unspecified time, the patient began ¿throwing up constantly.¿ in response to this symptom, the reporter stated the patient¿s blood glucose was tested with the subject meter and a ¿hi¿ message was obtained. This warning message appears when the meter detects blood glucose greater than 600 mg/dl. In response to the meter message, the reporter claimed the patient was given 10 units of novolog insulin. The reporter claimed the patient attended the emergency room (ER) 10 to 15 minutes later at 6:45am on (B)(6) 2014 where a reading of ¿784 mg/dl¿ was obtained with a laboratory device. The reporter stated the patient was treated for hyperglycemia with IV saline and insulin. Later that day at 11:44am on (B)(6) 2014, the reporter claimed the patient obtained a blood glucose reading of ¿225 mg/dl¿ with the subject meter and ¿320 mg/dl¿ with the ER meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. The reporter alleged the ¿225 mg/dl¿ reading obtained with the subject meter was inaccurately low compared to her feelings/normal results, which lifescan does not consider a valid comparison. The reporter stated the patient was discharged from ER later that evening. The reporter stated the patient is on insulin pump therapy and claimed the patient tests her blood glucose 10-12 times a day. The reporter could not specify the patient¿s normal blood glucose range as the reporter claimed the patient¿s blood glucose levels have been out of control due to hormones. Prior to the onset of the reported issues with the subject meter, the reporter claimed the patient had last tested her blood glucose with the subject meter the evening prior, before going to bed. The reporter could not recall the reading but stated the reading had been within the patient¿s normal range and claimed the patient did not make any changes to her usual diabetes management routine as a result of the reading. During the follow-up call, the reporter claimed the patient¿s a1c levels have been high but her blood glucose readings have been normal. The reporter attributed the onset of the patient¿s symptoms to the patient possibly not entering her carbohydrate amount into the insulin pump the evening prior but also due to the subject meter reading inaccurately low prior to the onset of the symptoms. During troubleshooting, the customer services representative (csr) confirmed that the unit of measure was set correctly on the subject meter, an approved sample site was used for testing and the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for hyperglycemia after obtaining alleged inaccurate low results.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (12/26/2014). The patient¿s test strips have been returned on 12/15/2014 and evaluated by lifescan product analysis on 12/15/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (12/10/2014). The patient¿s meter has been returned on 11/25/2014 and evaluated by lifescan product analysis on 12/1/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.